Event description:
The pt with severe, medically refractory parkinson's disease, underwent implantation of medtronic deep brain stimulating -dbs- leads into the right and left globus pallidus-internal segment -gpi-, along with pulse generators in the subclavicular region and connecting cables placed in the neck region, in 2000, without incident. The pt realized benefit in motor function. The pt's son contacted hosp to report that the pt "had a heart attack while at home, did not have a heartbeat, and died painlessly." Further details are currently pending.